Manufacturer narrative:
Additional information was received on 13-mar-2025. It was reported that changing the grounding pad resolved the high impedance values. Impedance values went from around 140-150 to 100-110. This was the only troubleshooting for the grounding pad. The impedance cut off was not exceeded. They were able to stop ablation as expected with the button and coming off the foot pedal. The code of surgical intervention (f19) was added to h6. Health effect - impact to reflect drain placement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation, and the patient experienced pericardial effusion and cardiac arrest that required drain placement. After the case, a pericardial effusion was noticed, and patient went into cardiac arrest. The medical intervention provided was a drain, and the patient was placed in the hospital overnight. The patient has fully recovered; however, required extended hospitalization. The patient was discharged after four days. They were admitted after the procedure and remained admitted with the pericardial drain until resolution. Echo imaging was performed to confirm pericardial effusion and monitor status throughout hospital admission. The physician did not state an exact cause of the adverse event but did not believe it was product malfunction. There was no target activated clotting time (act) since the procedure was right sided only. There was no evidence of steam pop. It was reported that during the case, an extra grounding pad was used because the ngen generator displayed high impedance values.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).